Manufacturer narrative:
(B)(4). Date sent: 12/12/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the jaw of clamp broken, does not stay fixed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.